Event description:
A customer reported a no/reduced media found after incubation with a cyclesure 24 biological indicator (bi). The ampoule (bi) was incubated 20 hours. It was observed the next day that there was no culture, the facility stated that the procedure was done correctly and incubation temperature remained 58 ° c. The load was released and used on patients before the results were confirmed. The load consisted of respiratory material. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. The load was released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Media evaporation and load not recalled.

Manufacturer narrative:
Device available for evaluation: correction: changing available from "no" to "yes." Return date is 01/19/2015. Device evaluated by mfg: correction: changing from "not returned" to "yes." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The vial was crushed and the media was yellow. No manufacturing related anomalies were observed. Visual analysis did not alter the complaint conclusion.

Manufacturer narrative:
Method: no product was returned. Also, the involved lot of cyclesure biological indicator expired on 02/2014; therefore no testing of retains is possible. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes, failure mode and effects analysis, and health hazard evaluation. ¿ the DHR (device history record) was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis for the product code of ''media evaporation" was reviewed from april 2013 through march 2014. The risk is categorized into "broadly acceptable." ¿ trending analysis for the product code of ''load not recalled" was reviewed from april 2013 through march 2014. The risk is categorized into "broadly acceptable." ¿ the fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with media evaporation is at an acceptable level. ¿ the hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result, which is the worst case if the bi result cannot be determined. The risk is considered low per the medical review. Insufficient information is available to determine the cause of the alleged failure. The most probable cause of this failure are as follows: a punctured media vial during ampoule crushing, punctured tyvek, improperly sealed vial, or use of uncalibrated thermometer/incubator. Multiple follow-up attempts were made to gather additional information regarding this issue; however, the requested information was not provided. The cause of this is the end user choosing to release a load before confirmation of bi results and/or processing another bi. Product IFU does not require a bi to be processed with every load; rather it indicates that the bi is intended to be used as a standard method for frequently monitoring the sterrad®. Procedures for load release are the responsibility of each individual facility; asp has provided information in the IFU regarding sterilization conditions to assist customers in decisions regarding their internal procedures. The severity of the issue was defined as ¿limited.¿ review of the tracking and trending data did not identify a trend. As a result, root cause or assignable cause analysis could not be performed. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.

Manufacturer narrative:
Date of this report: corrected date from 1/28/2014 to 2/28/2014. Date received by manufacturer: corrected alert date from 1/28/2014 to 2/28/2014.